Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports they had a no delivery alarm occur when bolusing last night. She changed the infusion set and res and it appeared to be working when she went to bed. She woke up with a blood glucose of 430 and has not been able to treat since the pump is alarming no delivery. Customer is reporting a past event. Customer reports event was resolved by changing complete set (inf and res). Customer declined to troubleshoot for high blood glucose at this time since it is most likely due to the no delivery.